Event description:
It was reported while drawing blood using bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube's closure became loose after tube was filled. The tube was replaced. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, ten retained samples were functionally tested and all samples tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while drawing blood using bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube's closure became loose after tube was filled. The tube was replaced. There was no health impact or consequences reported.